Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review for the complaint lot number. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 23292ui00 and the complaint issue. The overall performance of architect b-hcg reagents in the field was reviewed using worldwide field data. Median value(s) for the complaint lot(s) are within the established limits and comparable to historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency with the architect total b-hcg reagent lot was identified.

Manufacturer narrative:
Complete information patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a physician questioned falsely elevated architect total b-hcg results for one patient. The initial result for sid (B)(6) was 1656.36 iu/l on (B)(6) 2021. The result was released, and the physician requested for retest since there was doubt on the result based on patient history. The sample was re-run (B)(6) 2021 and the result is <1.20 iu/l. A new sample was collected on (B)(6) 2021, sid (B)(6) generated a result of <1.20 iu/l. Another new sample was drawn on (B)(6) 2021 and the result was <1.20 iu/l. No impact to patient management was reported.